Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to hospital for an unrelated procedure, ventricular undersensing was observed. Patient received delayed atp therapy. Review of the strips revealed pseudopseudo-fusion which were blanked after atrial paced events. Programming changes were recommended. The physician elected not to make any changes. Patient condition was good and will be routinely monitored.